Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a freestyle libre 3+ sensor was accidentally paired to the libre app instead of the ilet bionic pancreas app, which prevented sensor data from connecting to the ilet and resulted in a ¿sensor in use by another device¿ condition. No clinical signs, symptoms, or conditions were reported. Outcomes included user education and successful setup after sensor replacement with no health impact. User support included troubleshooting and guidance to pair a new sensor to the ilet mobile app. Investigation of this case revealed improper initial setup and device interoperability limitation, as a freestyle libre 3+ sensor already paired to another app cannot be re-paired to the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.